Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 1 message. On (B)(6) 2013 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began approximately one and a half months ago, exact date/time unknown. The patient reportedly manages her diabetes with a tradjenta 10mg pill once per day in the morning and denied making any changes to her usual diabetes medications in response to the alleged issue. The patient claimed that she encountered two incidents where she passed out due to not being able to check her blood glucose. The patient stated on each occasion, she did not have any symptoms prior to passing out. It is not clear why the patient passes out, but she informed the mss she associates it with high blood glucose, stating a reading >120mg/dl can lead to her pass out. The patient denied receiving any medical intervention on either occasion. She came to on her own and watched her diet/carbohydrate intake afterwards. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.